Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the heater bag and the cassette heater line. This occurred during setup of peritoneal dialysis therapy. The heater bag was not secure to the heater line during setup and became loose and disconnected. The caregiver planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.